Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been hospitalized due to high blood glucose (bg) levels. The customer declined to provide further information regarding the high bg or hospitalization. The customer reported that the bg level had been stable and within target since the hospitalization.